Event description:
A #20 gauge (distal IV tubing) int removed via surgery from pt's left antecubital area with cannula still remaining in pt's arm. Diagnosis or reason for use: IV inserted upon admission in ER dept.